Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) needed a timing update. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Correction field: b5, h6(problem code). A getinge field service engineer (fse) evaluated the unit and found autofill failure. Fse performed condensation removal procedures to resolve autofill issue. Diagnostic tests performed with positive results. Repair completed. Operation tests performed with positive results. The equipment was returned to the customer for clinical use.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) needed a timing update. It was later clarified that the term "timing update" was a misdescription of the problem. Teh problem encountered was that the equipment failed to fill the balloon. There was no patient involvement.